Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a stored signal artifact monitoring (sam) episode. The sam episode revealed a high, out-of-range pacing impedance measurement (>3,000 ohms) and frequent episodes of mode switching. Ts reviewed the device data and it was discussed that there were multiple episodes of atrial over-sensing and right ventricular (rv) lead mechanical noise. It was recommended to disable right atrial (ra) sensing due to the high out-of-range impedance and over-sensed noise. The physician also elected to reprogram the device sensing configuration. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a stored signal artifact monitoring (sam) episode. The sam episode revealed a high, out-of-range pacing impedance measurement (>3,000 ohms) and frequent episodes of mode switching. Ts is currently reviewing the device data and a response will be provided to the field representative. The physician also elected to reprogram the device pending the ts response. At this time, the device remains implanted and no adverse patient effects were reported. Information has been requested regarding the physician and healthcare facility, but a response has not yet been received.